Event description:
The initial reporter received questionable elecsys troponin t hs results from two patient samples tested on the cobas e 402 analytical unit. Patient sample 1: the initial result from the analyzer was <3. The repeat result from another analyzer was 34. Patient sample 2: the initial result from the analyzer was <3. The repeat result from another analyzer was 30. The unit of measurement was not provided. A carryover error in one patient sample and out-of-range qcs prompted the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6).

Manufacturer narrative:
The result unit of measure is pg/ml. The qc was acceptable. The field service representative found that the sample probe was clogged. He cleaned the sample probe and the sipper nozzle. He performed checks and tests with acceptable results. The investigation determined the issue was due to incomplete or missing customer maintenance.